Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were not provided at the time of the incident. Troubleshooting was not provided for the insulin pump error alarm. The alarm was not cleared. The insulin pump will return for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to moisture damage to the force sensor. The pump was received with corroded electronic assemblies and a corroded motor home switch. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.